Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Reportedly, the customer did not follow the on-screen instructions prior to loading a cartridge. Customer's blood glucose was 315 mg/dl. Reportedly, the customer reverted to an alternate pump and manual injections for insulin therapy.